Manufacturer narrative:
The lot number was reviewed for complaint trend, non-conforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no non-conforming reports or capas that were confirmed in veeva to be associated. The device remains implanted. Should additional information prompt us to alter or supplement any information or conclusions contained in this report, a follow-up report will be submitted. B3: estimated date.

Event description:
According to the available information, the patient reported that he saw his primary care provider last week and she mentioned to him that it felt like a rock was in his scrotum and he is concerned about this. The patient said his pump is hard and won't compress. He stated that it felt like a marble was in scrotum and he wasn't sure if his scrotum is filling with fluid [swelling].